Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided indicating that the patient reported the hospital¿s description of events following the MRI was inaccurate. The patient stated that while in a changing room after the MRI, they felt rushed by the MRI techs and, while turning the ins back on and increasing settings, noticed a slow response and switched to an unfamiliar group b setting, believing it would restore default therapy quickly. The patient later realized this was not the default group and reported experiencing severe transient symptoms, including inability to speak, left-sided constriction and immobility, and significant shaking. The patient also wanted to note that they did not experience any pain during the event. Assistance was provided from a woman that came into the room and calmed them down to switch back to the original group a setting, after which the patient reported returning to baseline within approximately 15 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had an MRI yesterday and afterward, patient became symptomatic. Patient felt tingling, numbness, and sharp pain from head to chest to left arm. Representative said patient tried to turn therapy back on after the MRI, but it took 15 minutes to reconnect to the implant. Symptoms did resolved; however, patient was then taken to the ER and she was discharged. Technical services(ts) reviewed variations in patient response with therapy off and when turning therapy back on. Ts reviewed monopolar vs bipolar programming, that bipolar programming allows therapy to be kept on for mris. The caller was not with the patient.

Event description:
Additional information was provided indicating that the patient reported the hospital¿s description of events following the MRI was inaccurate. The patient stated that while in a changing room after the MRI, they felt rushed by the MRI techs and, while turning the ins back on and increasing settings, noticed a slow response and switched to an unfamiliar group b setting believing it would restore default therapy quickly. The patient later realized this was not the default group and reported experiencing severe transient symptoms, including inability to speak, left-sided constriction and immobility, and significant shaking. The patient also wanted to note that they did not experience any pain during the event. Assistance was provided from a woman that came into the room and calmed them down to switch back to the original group a setting, after which the patient reported returning to baseline within approximately 15 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.